Event description:
The customer reported a damaged hard drive. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the hard drive. System operates as indended. (B) (4).